Event description:
As reported: "revision case; x-ray shows the t2 alpha lag screws were bent inside the patient. Inserted 2 weeks ago into a male, right femur." Additional information: the issue was noticed when the patient presented with hip pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "revision case; x-ray shows the t2 alpha lag screws were bent inside the patient. Inserted 2 weeks ago into a male, right femur." Additional information: the issue was noticed when the patient presented with hip pain.

Manufacturer narrative:
Please note the correction to h6 results code. The reported event was confirmed, on received x-ray, only. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. One x-rays in a-p-view was attached showing a femur neck fracture with dislocation. The restored bone construct had completely collapsed. As to missing further views a clear medical statement was not possible. With missing information a real root cause could not be determined. If any additional information is provided, the investigation will be reassessed.